Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output and an adverse event on (B)(6) 2015. The patient had a missed low because the receiver did not beep. The patient's husband noticed that the patient was incoherent and slow to respond. Patient's husband got the patient some juice and she recovered. Additionally, the patient tested the receiver and it did not beep. No further event or patient information is available.

Manufacturer narrative:
(B)(4).